Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they have been having trouble with their device for maybe 6 months but more consistently for the past 2-3 weeks. Patient stated the implant used to hold a charge for several weeks and now they have to charge almost every day. Patient said they charged yesterday and now the controller is saying the battery is low again; patient stated that they are at 40% charge. Patient stated that they saw their nurse practitioner yesterday and were discussing the patients controller not working properly. Patient stated that they usually work with a rep but that they are out. Patient was told that they were going to get a call from a different rep for further assistance; patient noted that they get a lot of spam calls and so they thought that they may have blocked the rep. Patient mentioned they have pretty severe back pain and used to be in the 6's for stimulation but the other day when they were driving it seemed like the stimulation was too powerful and they had to drop it down to a 5. Patient stated that they would like to get in contact with a rep but that they would prefer if the rep called their nurse practitioner to setup an appointment.